Event description:
Unit cracked right above the fill line of lipoaspirate at about 1000ccs. Viality unit lot # a47690.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to 99 as patient information was not provided. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. The device was not returned, however, sientra was able to perform a device evaluation using other lot/batch record. Investigation: the device was tested to iso 10079 which specifies that containers must be tested to (B)(6) for implosion resistance. It appears that some liposuction machines can go beyond this (B)(6) threshold and increase the possibility of device cracks/implosion. The most likely root cause is too much vacuum was applied to the device causing it to crack/implode. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.